Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in an unknown manner with high defibrillation impedance noted on the patient's right ventricular lead. Physiologic factors were suspected as the cause of the malfunction. No intervention was performed and the patient will continue to be monitored. No patient consequences or symptoms were reported.